Event description:
The pt's mother reported that her daughter's blood glucose measured "high". She was hospitalized for a day and a half and treated with an IV drip. When she was released her bg was 100 mg/dl. The pts did not save the pod. No detailed history was available at the time the mother called. She stated she'd call back with add'l info but did not. She also didn't respond to messages left for her.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any device malfunction or other product condition could have contributed to the pt's hyperglycemia and hospitalization. No qualification record review could be performed because no product lot number was reported. The omnipod user guide warns "if your reading is above 500 mg/dl, the pdm displays 'high check for ketones' reading and feel symptoms such as fatigue, thirst, excess urination, or blurry vision, follow your healthcare provider's recommendation to treat hyperglycemia," and advises "to avoid hyperglycemia (high blood glucose) check your blood glucose at least 4-6 times a day (when you wake up, before each meal, and before going to bed)."